Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked; further reported as ¿one of the lines that branch off of the white supply line was leaking''. The leak was observed at the y-junction of one of the lines due to a disconnection. The exact location of the disconnection was not specified. This occurred during dwell four of eight of peritoneal dialysis therapy. There was no patient injury, however, the patient received prophylactic treatment due to the event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation without a pouch. Visual inspection with the naked eye noted that one of the tubing was not fully inserted into the five (5)-port manifold. An underwater pressure test was performed and found leak at joint between the tubing and five (5)-port manifold due to the tubing that was not fully inserted. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.